Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the water of the tank. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the water of the tank. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. Dust was found. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was total 14 errors found. The third-party service center concludes that they confirmed the customer's allegation and there was visible foam degradation and unit got scrapped. Device problem code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall number was updated.